Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump may have been exposed to water. The customer's mother stated that the insulin pump showed flashing numbers. The blood glucose reading was over 130 mg/dl. The caller stated that someone got into a hot tub next to a bench where the insulin pump was, and the hot tub overflowed, possibly wetting the device. She noted that the keypad was unresponsive. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.